Event description:
Please be informed that after the subsequent review of the following literature article, depuy synthes noted a potential adverse event regarding a non-synthes products: globus, v-lift, xband, obelisc - unknown quantities. The article citation is ray, wz., krisht, k.m., dailey, a. T., and schmidt, m.h. (2013). Clinical outcomes of unstable thoracolumbar junction burst fractures: combined posterior short-segment correction followed by thoracoscopic corpectomy and fusion. Acta neurochir, vol 155, pages 1179-1186. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).